Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited p-wave over-sensing and changes in the threshold and amplitude measurements. Diagnostic imaging was performed which confirmed rv lead dislodgement. The patient was hospitalized for lead repositioning. During the procedure, the physician was unable to extend and retract the rv lead helix normally. The lead was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The rv lead was received for analysis.

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited p-wave over-sensing and changes in the threshold and amplitude measurements. Diagnostic imaging was performed which confirmed rv lead dislodgement. The patient was hospitalized and is currently pending a rv lead repositioning procedure to resolve the event. At this time, the lead remains implanted and no additional adverse patient consequences were reported.